Event description:
User experienced discrepant direct bilirubin and alkaline phosphatase results for one pt sample. Initial direct bilirubin result 0.0 mg/dl, repeated three times gave 1.6, 0.0 and 1.5 mg/dl. Initial alkaline phosphatase result 2 u/l, repeated three times gave 271, 273 and 279 u/l. Errant results were not reported out. The field service representative determined the r2 probe was not installed correctly and readjusted the probe. The finial results listed above were generated by the field service representative. Performance tests were performed.